Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new/worsening) and cancer, papillary thyroid carcinoma problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new/worsening) and cancer, papillary thyroid carcinoma problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. The manufacturer service center concludes that there was no visible foam degradation and unit scrapped. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.